Event description:
Customer reported that the serter device did not release the infusion set properly and ruined it. The blood glucose reading was 125 mg/dl. She stated that when pressing on the white buttons, one of the buttons did not eject. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.